Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had multiple alerts on the insulin pump. The customer blood glucose level was 200 mg/dl. Customer states he is a brittle diabetic and that he had noticed some air bubbles on his infusion set. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.